Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the issue. The fse checked logfiles and no critical errors were found. The fse completed universal surgical manipulator (usm) and master tool manipulator (mtm) sine cycle smoothly. Grip and opto button calibration were performed and passed. System was tested and verified without further issue, and ready for using. .

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the universal surgical manipulator (usm) arm 4 exhibited non-intuitive motion issue. There was no error or message occurred. The issue could not be recovered by gripping the master tool manipulator (mtm). It could be a sterile adapter and instrument engagement issue. The procedure was completed with no report of patient injury.

Manufacturer narrative:
The probable root cause cannot be determined based on the information provided and phone support details. Although the field service engineer (fse) checked the system logs and found no critical errors, the description of the issue indicates that it might be related to mechanical engagement issues between the sterile adapter and the instrument. Since the problem was not reproducible during testing and the system was verified as ready for use, it further suggests that the root cause was likely a temporary mechanical or calibration issue rather than a persistent system fault.

Event description:
Refer to h11 for follow-up information.